Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly after being charged to 70%. The pump was connected to a power source and was able to be turned on. The customer's blood glucose level was in the 200's (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-35183.